Event description:
Information received by medtronic indicated that the customer reported, during a test, 5 unit doses were not accurately recorded. Troubleshooting was performed and found intended dose amount and dose amount recorded in the inpen app were greater than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Base line functionality test : failed displacement dose accuracy: failed unable to pair to app. The battery was measured to be at 3.04v. Removal to shell to expose the pattern wheel and encoder had debris from the dose nut. Further destructive testing showed the pen had broken encoder bond which caused the inaccuracy. Serial number: (B)(6) lot ID: b0783 software version: 3.8.5 color: blue battery life remaining: na first bond date: (B)(6) 2023 initial battery%: 84 last bond date: (B)(6) 2023 last battery %: 85 user mobile device: iphone 11 android/ios: 16.6 testing mobile device: iphone 12 / galaxy s21 5g android: 13 / ios: 16.3.1 customer reports inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did transmit to manufacturing app. Unable to perform baseline/wireless functionality due to not pairing to commercial mobile app. Pending further investigation performed in san diego location. Sd analysis: base line functionality test : failed displacement dose accuracy: failed unable to pair to app. The battery was measured to be at 3.04v. Removal to shell to expose the pattern wheel and encoder had debris from the dose nut. Further destructive testing showed the pen had broken encoder bond which caused the inaccuracy. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.